Event description:
It was reported by the rep that (1) hp052 handpiece portion of the electrical connector is loose/broken. The device would not fit into generator. Opened another device to complete the case. There was no consequence to the patient.